Event description:
It was reported that during a procedure of the right coronary artery (rca) the xience xpedition stent was deployed proximal and a 3.5 x 18 mm xience xpedition stent delivery system (sds) was advanced to deliver the stent distal to the proximal stent just placed, however, when the sds exited the guide catheter before reaching the first stent, the implant became dislodged distally from the balloon. A non-abbott balloon dilatation catheter (bdc) was used to capture the stent implant and pull it into the guide catheter. All of the devices and stent implant were removed together inside the guide catheter. The procedure was stopped at this point without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.